Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 58 mg/dl. The customer stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.